Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/06/2015.

Event description:
According to the reporter: they had an issue with the trocar. The obturator cracked. No additional information is available.

Manufacturer narrative:
(B)(4)